Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted in a patient during the endovascular treatment of an m abdominal aortic aneurysm as part of the post market enchant study. It was reported that a type ib endoleak in the left iliac artery was identified approximately three years and four months after implantation of the endurant iis stent graft system. Stent graft etlw1620124ee was confirmed as the device originally implanted in the left iliac artery during the index procedure. An additional stent graft was implanted in the left limb, and the endoleak resolved. The patient was discharged three days later. Both the site and sponsor assessed the type ib endoleak as possibly related to the stent graft and not related to the study procedure or renal stent. There is no allegation against the etlw1616c124ee limb.